Event description:
It was reported the pt has not recharged the ipg in the past 3 months and as a result, communication has ceased with the external devices and stimulation is lost. In addition, an error messaged displayed on the pt programmer. Follow-up identified surgical intervention was undertaken, explanting and replacing the ipg. Effective stimulation was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.